Manufacturer narrative:
The device in the reported event has not been returned for evaluation; therefore, the event cause could not be determined. Once the device has been received and evaluated, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow diverter experienced large resistance in the middle segment of the microcatheter and when it finally was pushed out of the microcatheter, the distal part of the medtronic flow diverter could not be opened. The medtronic flow diverter was resheathed twice, but still could not be opened. After failed attempts to open event with releasing the slack, the medtronic flow diverter was recovered and replaced with another medtronic flow diverter 5.0mm x 30mm to complete the procedure. The medtronic microcatheter was used to successfully deploy the second medtronic flow diverter so it was kept and will not be returned. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 22mm x 28mm x 6mm located in the bed segment of the right internal carotid artery (ica). The patient¿s vasculature was normal in tortuosity. The distal and proximal landing zone was 4.75mm x 4.58mm. The patient was on dual antiplatelet therapy (dapt). The pru level was unknown. Post procedural angiography showed the blood flow slowing down. The microcatheter was flushed continuously with heparinized saline.

Manufacturer narrative:
The pipeline flex pushwire was returned for evaluation; within its outer carton and inside of a sealed shipping box. The pipeline flex braid and the marksman were not returned. Therefore, any contributing factors from the braid and catheter could not be assessed. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications (0.5837mm). The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.